Manufacturer narrative:
The reported event of devices cracked/broken damaged file was opened to document an event that the customer reported. No devices or logs were returned for investigation. An investigation can't be performed using the site visit with attached pictures alone. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. There was no report of a patient event.

Event description:
The customer reported plastic "damage" of the device. It was reported that pdi super sani-cloth af3 germicidal disposable wipes (grey top) are used to clean the devices. Pdi super sani-cloth af3 germicidal disposable wipes are not an approved cleaner for the alaris devices. There was no report of a patient event.